Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump ran out of batteries and then it didn't work after changing the battery. The blood glucose level of the customer was unknown. The customer tried different batteries but the screen was blank. The insulin pump did not display anything. The product will not return for analysis.